Event description:
It was reported that the pt underwent a procedure to fuse c5-6 using posterior fixation. It was revealed from post-op x-ray that the crosslink is broken. No pt complications or any interventions were reported post op.

Manufacturer narrative:
(B)(4): anterior x-ray cervical spine with posterior fixation construct at c5/6. Rods extended beyond screws and crosslink is separated.